Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the mid right coronary (mrca) artery. A 2.75x33mm xience prime drug eluting stent (des) was implanted at the target lesion, after which a distal edge dissection occurred. A 2.75x15mm xience prime des was used to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.